Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was suspected to be dislodged during a routine device follow-up. The patient will be scheduled for a lead replacement procedure. No further information is available.